Manufacturer narrative:
The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that during testing their device's display went completely gray and then unexpectedly powered off. A blank display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if needed. There was no reported of patient use associated with the reported event.